Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has an overheating alarm and is giving this continuously.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) replaced filters, replaced front end board, installed part (temperature sensor, threaded probe), tested. Works. Return to clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following parts associated with this complain: temperature sensor, spv front end board. These parts were received with a reported unit failure message of constantly overheating and code#12. Performed visual inspection of these parts received and parts look to be in good condition. Installed both parts into the cardiosave test fixture sn (B)(6) and tested together and separately to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of power up fault code# 12 for front end board. Front end board failed testing. Sending front end board to the supplier for failure analysist as per procedure 0002-07-d008 rev ap. The failure analysis and testing department could not verify the failure of overheating message for temperature sensor. The failure analysis and testing department let the unit pumped for 3 hours and could not see error message for overheating. Temperature sensor passed testing. Retaining temperature sensor in the fat dept. As per procedure 0002-07-d008 rev ap. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) (B)(6), nj cf (B)(6) 2024. The failure analysis and testing dept. Received pcb, front end, rohs serial number (B)(6) from the supplier. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The supplier verified the failure of electrical test failure #12 and repaired the pin on connector j11. The supplier performed in circuit tests and all tests passed. The board passed testing. The failure analysis and testing dept. Installed part number pcb, front end, rohs spv into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. For spv front end board: the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. For temperature sensor: the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.